Event description:
Vns pt was diagnosed by an ent with paramedian paralysis of both the vocal cords with good mobility of the right vocal cord. Ent indicated that the pt has had a whispered voice since vns implant but that they were eating well and are not experiencing any symptoms of dysphagia or aspiration. Ent suspects that the pt's voice quality will improve with time, however, is uncertain whether or not they will regain movement of the left true vocal cord. Ent has recommended voice rest and will reevaluate the pt in three months time. Stimulation has not yet been initiated. At recent follow-up visit, treating neurologist indicated that the pt seemed to be slowly improving, but that he did not plan to initiate stimulation until the vocal cord paralysis resolves. Neurologist plans to see pt again in one month for follow-up.